Event description:
On (B)(6) 2012, customer claims that while using a sonicare toothbrush, he cut the inside of his lip on a sharp edge. Consumer stated that the blood from his mouth "ruined" the unit which he would like replaced. Consumer also stated that he went to the hospital and got three stitches on his lip and was wondering if he would be compensated for the treatment at the hospital.

Manufacturer narrative:
On (B)(4) 2012, the product will not be returned for eval. Customer claims that the dentist told him to throw it out. Consumer did not ask for any compensation or a replacement. However, a replacement unit was sent to the consumer. Consumer did not give any further details as to how they cut their lip or what product he owned. On (B)(4) 2012, we are attempting to verify if there is a product registered under the consumer's name, as well as requesting the consumer's dentist's contact info for follow up.